Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and thus a physical investigation was performed for the catheter. The helix was broken at 20.5 cm distance from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. Due to found helix break the reported mechanical jam was not observed. A definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure, the device started beeping and allegedly stopped rotating and the orange lights on the drive unit went on. It was further reported that the catheter was removed from the patient body, flushed, introduced again, but the issue persisted. The catheter was replaced, and procedure was completed. There was no reported patient injury.